Manufacturer narrative:
Concomitant medical products: product ID: neu unknown lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu unknown lead, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller met with patient today and "a bunch" of the impedances were showing "avoid" and inquired about what that meant. Caller stated they weren't at implant but had information from patient's trial that they were running around 2.5-3 ma and now they were running around 6-7 ma. Caller stated patient is getting stim but hasn't been getting the pain relief expected with dtm programming. Caller stated patient didn't report any falls or trauma. Caller stated the leads appeared crossed - as if they had been plugged into the ins opposite of how they are typically plugged in. Caller stated they reprogrammed the patient and will be following them closely. Caller was not with the patient on the call but was able to review the session report. Caller reviewed impedances from report and most were around 600- 800 but 4-15 pair was 180 ohms and 2-13 pair was 190 ohms. The issue was not resolved through troubleshooting. Technical services suggested avoiding these pairs in programming but that they can still utilize each of those contacts individually. Technical services reviewed to monitor impedances going forward in case issue gets worse.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the low impedances has not been confirmed; however, it was determined that the leads are not crossed. The manufacturer representative programmed around the electrode pairs that were responsible for the low impedance readings and was able to establish paresthesia. The issue is resolved at this time, although the low impedance readings still persist. The patient has adequate coverage.